Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 7 1/2 months of support, the pt had presented with high lactate dehydrogenase (ldh) levels, high pump power consumption, anemia and low haptoglobin. As a result, the hospital made a decision to transplant the pt due to suspected thrombus in the lvad. The pt had reportedly been treated for thrombus and discharged home prior to the heart transplant.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.